Manufacturer narrative:
(B)(4). This is a report of a patient who connected to the patient line of the cassette prior to the line being properly primed for therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient failed to followed therapy steps while performing peritoneal dialysis therapy. The use error was further specified as the patient connected to the patient line of the cassette prior to properly priming the line for therapy. It was also noted that the patient line clamp had been closed which prevented the line from properly priming. The technical service representative assisted the caregiver with ending therapy. Proper procedures were reviewed with the caregiver. The patient was to start therapy over using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.